Event description:
For the cell dyn sapphire analyzer the account stated that if they use the test name to identify a result, for example "neu" everything is fine. If they use r3 to identify the result everything except the wbc will be mixed up. Also the nt and np grouping is changed. In addition, the transmission of misread samples are changed without notification. No further information was provided. Additional information has been requested.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.